Event description:
The pt reported giving a bolus and 2 hours later giving a correction bolus. The pt reported that the pump indicated that the insulin on board was 0 units before administering the second bolus and therefore received too much insulin. The pt subsequently experienced hypoglycemia which was treated with glucose tablets.

Manufacturer narrative:
The pt reported changing the battery following the initial bolus, thereby clearing the insulin on board amount. The user guide instructs the user that when replacing the battery the insulin on board amount is cleared. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed.